Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan received the test strips involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation confirmed the alleged issue and also noted a secondary issue, an "error 5" issue. The meter involved with this complaint has not been returned.